Event description:
Epidural was initiated without relief. Anesthesiologist attempted to advance catheter and met resistance. Anesthesiologist pulled back on catheter and tip broke off and approx 4 cm remained in pt. There was no injury to the pt.